Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient underwent an explant procedure for normal battery depletion where the physician planned to explant the right ventricular (rv) lead electively for high threshold measurements. During the procedure, the physician opted to laser extract the lead, however they experienced difficulty extracting it due to severe fibrosis. When the physician was within an inch from tip of the lead, the laser tore the right ventricle. Immediately the patient's pressure dropped, thus the procedure was halted, the patient's chest was cracked and the right ventricle was repaired. After the rv was repaired the rest of the lead was able to be laser extracted prior to implant of new system. No additional adverse patient effects were reported.